Manufacturer narrative:
(B)(4): the inferior shaft is broken off from the centerline of the jaw pivot pin forward. The broken off portion of the shaft is missing and not returned for analysis. Optical examination of fracture surface discovered a fairly brittle fracture, with no indication of fatigue. The location, direction, and amount of force required in order to induce fracture of the shaft consistent with application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.

Event description:
It was reported that it was found that the instrument tip was broken after it was used in the surgery. No pt complications were reported in the procedure.